Manufacturer narrative:
The cause of the discordant, falsely low psa results on multiple patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low prostate specific antigen (psa) results on multiple patient samples on an immulite 2000 xpi instrument, while using kit lot 408. The customer repeated the samples on kit lot 409, which resulted higher. It is unknown which results were reported to the physician(s). The customer then ran a separate set of patient samples on kit lot 409 and compared them by running on an alternate platform. The customer believes that the results for all samples from kit lot 409 are correct as the separate set of samples correlate with the values obtained for the same samples when run on the alternate platform. Results for additional samples from kit lot 409 were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low psa results.

Manufacturer narrative:
The initial MDR 2432235-2016-00603 was filed on (B)(6) 2016. Corrected information ((B)(6) 2016): upon further review, it has been determined that the product listed is not registered for sale in the us and there is no equivalent product for prostate specific antigen catalog # l2kpts2, kit lot 408 available for distribution in united states. No further investigation is needed.